Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 09, 2016 that a wallflex biliary rx stent system was implanted in the common bile duct to treat a malignant pancreatic lymphoma during a stent placement procedure on (B)(6) 2016. According to the complainant, during a planned removal on (B)(6) 2016 the physician used a rat tooth forcep to retrieve the stent but the loop of the stent unraveled thus it became difficult to remove from the patient. A snare was used to successfully remove the stent from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.